Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the saline breast implant was found to have a tear on the posterior view measuring 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no more tears were observed on the device. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-oct-2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 425cc mentor saline breast implant. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 450cc mentor smooth round moderate plus profile prostheses (catalog #: 3502450, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6)2021.